Event description:
Caller stated she had the essure procedure done in (B)(6) 2013 after she started experiencing heavy bleeding, foul odor and dyspareunia. Six weeks after the procedure, she went to see the doctor to check coil placement. She was told the coil has detached and migrated. After discussions, she told the doctor she wanted it removed. In (B)(6) 2014, she had a procedure done but was told post surgery that she had a partial hysterectomy. She was furious because she was not told that she was having a partial hysterectomy. An x-ray was done and she was informed the coil is still in her. She said she is still experiencing discomfort, abdominal pain, cramping and bowel obstruction.